Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36e elevated rim liner . Other devices listed in this report: cat # unk, lot # unk, description: unknown accolade I size 3.5. Cat # unk, lot # unk, description: unknown 36mm + 5 lfit head. Cat # unk, lot # unk, description: unknown 54mmtrident hemispherical cup. Cat # unk, lot # unk, description: unknown bone screw. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Revision total hip. Explanted accolade I size 3.5, 36mm + 5 lfit head, 54mmtrident hemispherical cup with 36e elevated rim liner and one bone screw. Put back as a temporary spacer accolade hfx # 3 with 54 bipolar and 26mm +8 gem head with antibiotics.